Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to y1 crystal failing to oscillate.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's sc pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.